Event description:
The monitor was returned for investigation and did not pass incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cause for the failure was isolated to the u409 can transceiver on the computer/analog board. The component was shorted. The root cause for the shorted u409 transceiver could not be positively identified.